Event description:
A user facility reported a saline bag back filled during dialysis of a pt. After the staff initiated treatment, they noticed the saline bag had greater than 1000ml. They then removed the pt and restarted treatment on another machine. The blood volume that was lost was approximately 200cc. The blood lines and dialyzer were discarded. There were no further issues due to the event. The technician stated that the issue was resolved by replacing the floating pump / pressure release valve connection plate. It has been discarded. He also calibrated the flow pressure and deaeration pressure, as well as performed functional checks. The machine is back in service.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during dialysis mode. There have been no adverse events associated with the reported issue. The report is being investigated by MFR via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.